Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hypoglycemia. Customer's blood glucose value was 51 mg/dl at the time of incident. The customer was assisted with troubleshooting. The customer was treated with glucose and food. Customer stated that the insulin delivery was not suspended due to sensor glucose versus blood glucose difference. Customer was not admitted as an inpatient for medical treatment. Customer experienced multiple blood glucose values such as 89 mg/dl, 198 mg/dl, 147 m/dl. The device will not be returned for analysis.